Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The initial deployment landed too distal for which it was partially recaptured with slight difficulty. At this time, the device was redeployed and a pericardial effusion was seen on the transesophageal echogram (tee) and a cardiac tamponade occurred for which a pericardiocentesis was performed. Following the pericardiocentesis, the closure device was partially recaptured and deployed more proximally. Release criteria could not be confirmed at this time due to poor tee images for which it was decided to take the patient to surgery and the closure device was released. Upon release, patient went into ventricular fibrillation and became hypotensive, but was resuscitated and stabilized. At this time, the medical team decided to not take the patient to surgery and monitor instead. Device remains in service. Patient is doing well and has been discharged home.

Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The initial deployment landed too distal for which it was partially recaptured with slight difficulty. At this time, the device was redeployed and a pericardial effusion was seen on the transesophageal echogram (tee) and a cardiac tamponade occurred for which a pericardiocentesis was performed. Following the pericardiocentesis, the closure device was partially recaptured and deployed more proximally. Release criteria could not be confirmed at this time due to poor tee images for which it was decided to take the patient to surgery and the closure device was released. Upon release, patient went into ventricular fibrillation and became hypotensive, but was resuscitated and stabilized. At this time, the medical team decided to not take the patient to surgery and monitor instead. Device remains in service. Patient is doing well and has been discharged home. It was later reported that prior to the procedure patient had a gi bleed and left sided weakness. However, the gi bleed and fever were not present at time of the procedure. During the first deployment, the feet of the closure device did not flare out as it usually does; the feet looked as though they were caught against something preventing the closure device from opening. Shortly after the closure device was eventually released, the patient went into ventricular fibrillation and became hypotensive. Patient was discharged home after 3 days in the hospital.

Manufacturer narrative:
(B)(6).